Event description:
After firing a green load during a low anterior resection, the staple line pulled apart and the surgeon could see that the staples never closed when the stapler was fired. This extended the or time and the surgeon performed a temporary ileostomy. The patient was discharged from the hospital.====================== manufacturer response for stapler, surgical, contour======================they would like to have the stapler back to evaluate when we are finished with it.